Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The distributor reported on behalf of the user facility that while using the stk190-127-05 blade during a total knee arthroplasty, the tip of the blade was missing. The procedure was completed with an alternate instrument and no reporter surgical delays. No patient injury was reported. Upon gathering additional information, the reporter stated the broken fragment was found through x-rays and it remains in the patient's body. To date, no additional treatment or surgery is necessary for the patient. This report is being raised on the basis of a metal fragment being left inside the patient.

Manufacturer narrative:
The used device was returned to conmed for evaluation. Visual inspection of the device found the blade deformed, damaged teeth and missing a tooth. This is a technique dependent device and a likely cause for this failure is excessive force, lateral/side loading and/or stalling of the device during use. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture (B)(4). The instructions for use advises the user of the following. Do not use equipment if, upon receipt, package is opened, damaged, or shows signs of tampering. Disposable blades and burs are supplied sterile and are for single-use only. This issue will continue to be monitored through the complaint system to assure patient safety.